Event description:
Have been dealing with anemia since the birth of second child of (B)(6) 2007, the (B)(6) 2008, I had the essure placement. The following year fatigue and headaches worsened because of the anemia worsened. In the (B)(6) of 2010, I started having severe migraines. By (B)(6) 2011, I could not get out of bed due to extreme fatigue, muscle weakness and pain. I was diagnosed with fibromyalgia in (B)(6) 2011. I am currently on disability. (B)(4).